Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed 858 errors after replacing the system power manager (spm) unit. The fse replaced the spm unit and the power supply switcher to resolve the issues on power supply 2. The system was tested and verified as ready for use. Isi did receive the spm involved with this complaint to perform failure analysis. The spm was connected to an in-house xi test system, powered on indicating green led's and no errors. There was still battery back-up power once the ac chord was unplugged. The spm status shows the voltage and current is normal. The spm was run for 25 power cycles and idled for one hour with no issues. Isi has received the power supply switcher and confirmed the failure. The power supply switcher was installed on the xi system and failed with error 417.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported the patient side cart (psc) lost ac power and swapped over to battery. Customer ended up power cycling the system but shortly after, the psc lost ac power again. Technical support engineer (tse) recommended to move the psc power cord to another outlet. Customer moved the power cord from outlet ec1 b 09 to ec1 b 64 (both red outlets). Psc switched back to ac power then shortly after, back to battery. Surgeon completed the procedure with the psc running on battery. Tse had the customer test the suspect red outlet with a third-party device and the customer stated that the 3rd party device was powered on as expected. The tse viewed system logs and noticed errors along with loss of ac power to the psc and surgeon side cart. The customer undocked the psc and moved it back. Tse had the customer power down the system and perform a hard power cycle on the psc. Customer performed this and was able to power the system back on successfully with no battery issues. The procedure was completed with no reported injury.